Event description:
Per the attached user facility medwatch report, the event is described as follows: "during sheath removal, the 2nd fr. 6 sheath, distal 2/3rds broke off in the pt's body." Follow-up communication with the initial reporter at the user facility indicated that the detached section of the sheath was removed without any additional procedure and there was no pt impact related to this event.